Event description:
Patient self tester alleges discrepant results with meter: date: (B)(6) 2010, inratio: 5.0, lab: 2.5 (drawn within 20 mins). Date: (B)(6) 2010, inrato: 2.5, lab: 2.1 (drawn within 30 mins).

Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester alleges discrepant results with meter: date: (B)(6) 2010, inratio: 4.1, lab: 3.1 (drawn within 30 mins). Patient had taken tylenol.

Manufacturer narrative:
Investigation pending.